Event description:
Pt initially hooked-up on 12/6/99 to an abbott aiu+ pump for continuous chemotherapy (fluorouracil). Pt was due for bag change every 60 hrs. When seen for bag change on evening of 12/8/99, only 11.7ml of approx 300ml had infused. Pump program was apparently intact, and pump was on. Review of pump history indicated several error messages which should have been un-recoverable. Pump apparently recovered partially but reverted to some parameters of a previous program (pca).